Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome on act button. The insulin pump was returned with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the buttons were intermittently working. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.